Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "pulling air through brown lumen when aspirating blood. Procedure: insertion of labor epidural analgesia. Insertion of needle in l4/l5 without difficulty, space at 5cm, no reflux of cerebrospinal fluid/blood, dilation of epidural space with injection 6cc. During the first attempt of inserting the catheter there was a paresthesia in the right leg and they were unable to advance the catheter. Another injection of 10cc was done with careful manipulation of the needle. Catheter was re-inserted, with a few paresthesia's in the right leg, then the catheter easily advanced. There was a spontaneous reflux of clear fluid into the catheter, glucometer was measured at 31mg/dl confirming that the fluid is cerebrospinal fluid based on the glycorrhachia. Catheter was removed and repositioned on l3 l4 without difficulty. It's the 2nd time this same issue happened, within 10 days: a simple, atraumatic puncture, with no reflux, then cerebrospinal fluid reflux into the catheter.". Associated complaints 3006425876-2024-00802 and 3006425876-2024-00803.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "pulling air through brown lumen when aspirating blood. Procedure: insertion of labor epidural analgesia. Insertion of needle in l4/l5 without difficulty, space at 5cm, no reflux of cerebrospinal fluid/blood, dilation of epidural space with injection 6cc. During the first attempt of inserting the catheter there was a paresthesia in the right leg and they were unable to advance the catheter. Another injection of 10cc was done with careful manipulation of the needle. Catheter was re-inserted, with a few paresthesia's in the right leg, then the catheter easily advanced. There was a spontaneous reflux of clear fluid into the catheter, glucometer was measured at 31mg/dl confirming that the fluid is cerebrospinal fluid based on the glycorrhachia. Catheter was removed and repositioned on l3 l4 without difficulty. It's the 2nd time this same issue happened, within 10 days: a simple, atraumatic puncture, with no reflux, then cerebrospinal fluid reflux into the catheter.". Associated complaints 3006425876-2024-00803.